Event description:
It was reported that a patient presented with an acute myocardial infarction and after a thrombectomy, during a non-tortuous, non-calcified, mid, right coronary artery stenting procedure, with direct stenting, a xience xpedition 3.0 x 18mm stent delivery system (sds) was advanced. The xience xpedition 3.0 x 18mm balloon was inflated to 12 atmospheres and a proximal edge dissection occurred. Another xience xpedition 3.0 x 12mm stent was used to treat the dissection successfully. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.